Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable pump. It was reported on (B)(6) 2022 the patient reported that since losing 70 pounds, their pump site was very uncomfortable and tender to touch. The patient requested a pump site revision. On (B)(6) 2022 a pump site revision was performed where the pump was moved/repositioned from the buttock to the abdomen. The pump side catheter was also explanted/replaced. The outcome of the event resolved without sequelae on (B)(6) 2022. The clinical diagnosis was pump site discomfort. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.